Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was at a battery status of elective replacement time (ert) and exhibited loss of capture and pacing inhibition. Additionally, the device did not asynchronously pace upon magnet placement and threshold testing and impedance data were unavailable. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.